Event description:
It was reported after the ankle joint arthroscopy that the patient suffered burns at an arthroscopy portal, resulting in nerve damage. This was determined by a plastic surgeon. Due to this injury, a skin graft is necessary. The ankle arthroscopy was performed using an optical device and an ar-9845. Further information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
On 17-november-2025 majung: additional information has been received - the attending physician has confirmed that the burn is third-degree. He has also stated that the burn measures 3 x 3 cm. Two additional surgeries were necessary. During the first surgery, a necrosectomy and split-skin graft were performed. During the second surgery, a skin graft and nerve reconstruction were performed. The patient suffered damage to the superficial fibular nerve. On 21-november-2025 majung: additional information from the sales rep has been received regarding the device: he reported that no faults were noticed with the device and that the device's suction function was used. The surgeon was not new to using the device. It is not known what energy setting was used or how long the probe was used for.